Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: a review of the black box indicated call service 078 alarms had occurred. Additional testing for the original complaint could not be completed due to a ¿no cartridge detected¿ alarm during investigation. Visual inspection revealed moisture in the display, corrosion in the battery compartment, and a pump case crack. Additionally, the display was faded and discolored. Leak testing failed due to the pump casing crack. The pump casing was opened and there was evidence of corrosion on the motor flex connector and on the force sensor flex.